Event description:
It was reported that during unpacking of the 11v backup battery, it was recognized that the battery was not in foil bag and the battery showed brown spots.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
D5: operator of device corrected. Manufacturer's investigation conclusion: the reported cosmetic issue observed during unpacking of the 11v backup battery was confirmed. The 11v backup battery, serial number (B)(6) was returned and evaluated at edc service center. Visual inspection revealed small marks on the plastic sleeve and brown discoloration on the silicon wrap. The battery was functionally tested and was found to functioned as intended. A manufacturing task was opened to investigate the report event further. The investigation has determined that the reported event is not manufacturing related. The investigation was unable to determine a specific root cause for the cometic issue with the returned backup battery. The device history record (DHR) was reviewed for batch 10365371 (the backup battery, serial number (B)(6) included). Per DHR review the hm 11v backup battery received under batch 10365371 did pass the inspection performed at abbott incoming inspection. No ncmrs were created for the hm 11v backup battery batch 10365371. Heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 left ventricular assist system instructions for use section 5 surgical procedure (installing the backup battery in the system controller) contains a warning: do not use damaged, defective, or expired batteries. Using a damaged, defective, or expired battery may reduce operating time during a power-loss emergency or cause the pump to stop. No further information was provided. The manufacturer is closing the file on this event.